Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent cartridges did not fit onto the pump. Additionally, it was reported that an unspecified alarm occurred due to the cartridge fit issue. Reportedly, there were multiple o-rings from a previous cartridge on the pneumatic tap. Customer successfully removed the o-ring and loaded a new cartridge to address the issue. Blood glucose level was 116 mg/dl.